Event description:
The following was reported to hamilton medical ag: summary: tf 431002 and te 231009 after start-up and selftest failed.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: rootcause: defective blower. Correction: replacement defective blower.